Event description:
It was reported that a pt underwent a back lipoma, benign skin tumor procedure on (B)(6) 2010. The needle broke at the tip during use. No fragment remained in the pt's body. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.